Manufacturer narrative:
A test reservoir was installed and did not lock in to place due to a broken reservoir tube lip. The unit had a minor scratched display window, a broken belt clip slot, cracked battery tube threads, a cracked case at the reservoir tube window corner, and a missing reservoir tube o-ring.

Event description:
The customer called to report that the reservoir tube was broken. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.